Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that this case was reported to the (B)(4) health authority, but (B)(4) became aware on (B)(4) 2013 by (B)(4) product manager. No additional event/patient details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note; the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that patient underwent breast surgery with sector resection to the upper, lateral quarter of left breast after being diagnosed with cancer mammae in autumn of 2012. The patient experienced a post-operative infection, so the incision was re-opened to be cleaned and flushed with saline. The wound was left to heal by secondary intention and the wound cavity was packed with aquacel ag dressing. The wound was continuously being treated and several dressing changes were performed on patient. After several weeks of wound treatment, residues of the aquacel dressing were found at the bottom of the wound. It is further reported that attending physician concluded that the dressing residues contributed to the infection and prolonged wound healing.